Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to loose caps/stoppers as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode loose caps/stoppers. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported while using bd vacutainer® cat (clot activator tube) plus blood collection tubes the cap was loose and samples leaked. This occurred 1000 times. The following information was provided by the initial reporter: red colored vacutainers had loose cap which resulted in leaking of samples